Event description:
Medtronic received information that following implant of this transcatheter bioprosthetic valve, the patient developed complete heart block, which was treated with implant of a permanent pacemaker. It was reported the patient had a pre-existing history of bifascicular block with right bundle branch block. No subsequent adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. It was separately reported that during deployment, this valve moved into the left ventricular outflow tract due to a build-up of tension in the delivery catheter system (dcs) and was subsequently repositioned using a snare. A separate report has been filed on the valve positioning issue attributed to the dcs. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.